Event description:
Report received from an affiliate of a tubing leak of chemotherapy. It was reported that an unspecified dose of a chemotherapeutic agent identified as ms and cpt were infusing at a rate of 400 ml/hr via an unspecified pump. Fifty minutes after the initiation of the infusion, it was reported that a tubing leak was noted and "a pool of solution was found on the floor." The leak was reported to be at the clave leg to tubing solvent bond. The tubing set was replaced and the therapy was resumed. It was reported that a supplemental dose of chemotherapy was administered to the pt. The customer indicated due to the "chemo leak", four pts, four family members and five staff members were "exposed" to the chemotherapy. The customer did not indicate that the chemotherapy agent came in contact with anyone's skin but reported "that nobody requires medical intervention and no direct side effects were experienced by visitors, pts, or staff." There were no reported adverse pt sequelae. Though requested, no add'l info was provided.